Manufacturer narrative:
The investigation determined that imprecise and lower than expected phyt quality control results were obtained from the vitros 5600 integrated system. The investigation found no evidence to suggest the results in question were caused by an analyzer malfunction. An alternate phyt slide lot has resolved the issue. The FDA's (B)(4) district office was notified of this issue on (B)(4) 2010. The investigation determined that the most likely root cause is reagent related. Investigation of phyt reagent lot 2649-0115-xxxx is ongoing.

Event description:
A customer observed imprecise and lower than expected vitros phyt quality control results while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Patient samples were not tested during the interval that the imprecise quality control results were obtained. There was no report of patient harm as a result of this event. This report is number three of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).